Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure, and the procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was shut down unexpectedly, and after three times of powering up, the system was turned on. The system logs were reviewed, but no issue was identified. No logging was generated at the three-failing power-ups. The rse called the biomed team and electrical team of the hospital to check if ups of the system was ok and no power interruption occurred. As per biomed, no power interruption occurred. The fse inspected the system onsite and checked the present input incoming supply, which measured an average of 464 vac. The system machine input voltage requirement was 400 vac+/-10% (360-440 vac). The fse configured the system pdu mains to 480 vac tapping and checked it was ok. Fse checked the input phase rotation, and it was okay. The nominal mains of the voltage were internally adapted for the x-ray generator. After the repair action, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device unexpectedly shut down. The device would only power up after three attempts. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.